Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported that a system message displayed during a photocoagulation procedure. The case was aborted and rescheduled for another day. There was no harm or injury to the pt. Additional info has been requested.